Event description:
Pt admitted for plasma hgb of 18 which improved with heparin therapy, but developed ards, on v-v-ECMO. Developed signs of pump failure with suspected thrombus. Placed on tandem heart and ultimate developed cva and msof.